Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited burn on the tip metal part and there was burn damage on the forceps holder. There was no patient involvement in this event.